Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode and multiple patients were not populated in one station. A technical support specialist (tss) found that the carefusion coordination engine (cce) was performing extremely slowly, with disk response times exceeding one million milliseconds. The cce rebooted unexpectedly, and the structured query language and bd services timed out during startup. All services were eventually started, and the cce became responsive again after coordination with the it on-call team. No feedback was received from it regarding the issue. The customer approved case closure and planned to follow up with hospital information technology. The customer was advised to open a new case and reference this one if the issue recurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not populating on one station. When the customer attempted to add a new patient, the patient still did not populate on the station, and the following error message was received during the process that is patient data not occurred patient interface problem (2 hours). The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.